Event description:
It was reported that the right ventricular (rv) lead threshold and impedance increased since implant and now the impedance was showing high values. The pacing portion of the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.